Event description:
Pt. Had hysteroscopy surgery 11/10/1997. On 7/15/1998 pt returned for x-rays. Where a piece of metal appears to be in fallopian tube. Metal is shaped like cutting loop electrode used in surgery on 11/10/1997.